Manufacturer narrative:
The impella device was not returned by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 47 year old male in cardiogenic shock presented for impella support. The user facility reported the development of ischemia in the left leg during ecpella support (combined used of va-ECMO and impella) the pump was explanted from the left femoral artery as a result of the ischemia and an impella 5.5 was implanted via axillary insertion. However, following implant, flow to the limb did not improve and the decision was made to amputate the limb.

Event description:
It was reported that the procedural outcome is patient died. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B2: date of patient death is unknown. This report is being filed as part of a retrospective review of historical records.